Event description:
Customer reported receiving a reading of "lo" (reading is lower than 20 mg/dl) on her freestyle lite blood glucose meter and subsequently experienced a loss of consciousness. She further reported to be using freestyle lite test strips (lot #0822524). Paramedics were called and transported customer to a local hospital where a reading of 27 mg/dl was received on an unknown brand of meter, within 10 minutes of the reading obtained on the fs lite meter. Customer was diagnosed with hypoglycemia and treated with an intravenous infusion of glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
(B) (4). The result obtained on the freestyle lite meter was consistent with the subsequent loss of consciousness and diagnosis. Retain samples from test strip lot 0822524 have been tested and one of eight retain vials was confirmed to also produce low results with control solution testing. Further observation observed a scratch in the channel of the carbon side of the strip. The scratch completely severs the channel causing an electrical "open." The location of the scratch leaves half of the carbon area to conduct charge during the reaction, potentially resulting in a low reading. These erroneous results may occur in the "c" zone of the parkes error grid, and as such, have the potential to be clinically significant. Remedial action (B) (4) was reported to the (B) (4) office on 10 jun 2009.